Event description:
The guidewire broke into two pieces inside the catheter during procedure. Both pieces were successfully removed. The pt did not suffer any adverse effects as a result of this event.